Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information received, a conclusive cause cannot be determined. It is possible that during advancement through the mildly tortuous anatomy and/or other device used, the guide wire tip became kinked or damaged resulting in the difficulty to advance/position and remove the bdc over the guide wire; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and mildly calcified de novo lesion in the mid left anterior descending artery. The 014 ht balance middleweight guide wire was advanced; however, when attempting to backload a non-abbott balloon catheter (bdc) it became stuck on the guide wire. The bdc and guide wire were removed as a unit. The procedure was successfully completed with a non-abbott guide wire and the same bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.